Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. This event is a known potential risk of implant and the instructions for use (IFU) specifically warn to use caution when positioning the driveline exit site so that the tunneler does not contact any vital organs or structures. Device remains implanted.

Manufacturer narrative:
There is no indication that the device malfunctioned, the patient condition may have caused/contributed or use error may have caused or contributed to the event. This event is a known potential risk of implant and the instructions for use (IFU) specifically warn to use caution when positioning the driveline exit site so that the tunneler does not contact any vital organs or structures. It is reasonable that all pertinent information has been reported. No additional request for information will be sent.

Event description:
It was reported that the patient was undergoing a left ventricular assist device exchange from a competitor's device to the manufacturer's device via a left thoracotomy. While tunneling the driveline outside of the body utilizing an endoscope, the surgeon nicked the transverse colon. An additional left upper abdominal quadrant incision was made and the colon was repaired during the same procedure by a general surgeon. The omentum was used for closure around the area of the injured colon. The patient was treated with an antibiotic solution during surgery and an antibiotic regimen post operatively. The patient was transported to the intensive care unit after the surgery where it was reported that their vital signs were stable and they were afebrile. The patient is currently still hospitalized but doing well and has had no issues related to the event.